Event description:
It was reported that the positioner made sudden movements without any command. The behavior was attributed to a defective positioner. It was confirmed that the movement occurred during a surgery. No adverse event was reported.